Manufacturer narrative:
The bag to vent switch was replaced to fix the reported issue.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, there was a problem with vent to bag switch. The unit failed to start mechanical ventilation when requested. The unit was able to manually ventilate. There was no reported patient involvement.